Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer was freezing. However, analysis noted the device logs contained several micro processor unit (mpu) thermal sensor errors. The mpu was replaced and the hard drive was reimaged. Analysis was unable to confirm the loss of telemetry with the programmer. However, the radiofrequency (rf) head connector and cable were damaged causing the intermittent telemetry. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing and experiencing a loss of telemetry. The programmer was returned for service. No patient complications have been reported as a result of this event.